Event description:
The consumer reported a false positive result with the binaxnow covid-19 home test performed on (B)(6) 2021, using an unknown sample type. A covid-19 rapid test was performed by a healthcare professional on an unknown date, using an unspecified sample type, which generated a negative result. The consumer then obtained confirmation pcr testing on an unknown date, using an unspecified sample type, which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
Investigation report: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.